Manufacturer narrative:
Hologic performed a review of the case with its medical device safety office in which it was determined that the event is an isolated event related to joint pain. No indication of device malfunction and no mechanism of the novasure device could cause or contribute to isolated join issues as reported. Thus it was concluded that the complaint indicates a non-serious medical condition. The temporal relationship of the novasure procedure and the reported join pain cannot be understood without additional information on the patient age, medical and surgical history, onset of pain etc. Based on all the information available this event has been determined not reportable. Please disregard the previous submission under 1222780-2026-00079.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure

Event description:
It was reported that a patient received a novasure procedure between 2013 and 2014. Later the patient reported that she had developed joint aches on an unknown date. The exact event date is unknown. No additional information on patient history, treatment or interventions was shared. No other information is available.